Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing high impedance readings. The pt was in the hospital and was unresponsive, with a temperature of 108 degrees. The pt's devices were interrogated, and both devices showed impedance readings of >2000 ohms. It was decided to leave the pt's device systems turned on and reevaluate once the pt became responsive. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. Reference MFR report # 3004209178-2011-02040.